Event description:
It was reported that the patient presented during an implantation procedure. The right ventricular (rv) lead was difficult to be inserted due to patient anatomy. It was noted that a firm stylet was used during the implantation procedure. However, when the physician attempted to remove the stylet, it was stuck firmly within the lead and when the physician tried to force it out of the lead body; it broke off within the lead itself. The helix was yet to be deployed and therefore the lead was removed and another lead was implanted successfully. Patient was in good condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.